Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin was stopped working. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was exposed to moisture at beach and a blank screen. The device will not be returned for analysis.